Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had damage to the cutting edge of the knife blade, the clamping mechanism was deformed, and staple pushers were partially flush with the cartridge on the fully fired device. Functionally, the loading units were loaded into a representative instrument. The interlock was overridden on the fully fired device. The loading units were cycled without hesitation or binding and was applied to test media. All staples were placed by the unfired device. The test media was transected by both devices. The interlocks were tested and found to function properly. It was reported that the knife pushed the tissue toward the distal end of the device instead of cutting it. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Bowed anvil/deformed clamping mechanism/partially flushed staple pushers may occur either by application over tissue that is beyond the recommended thickness range, or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the device did not hold the tissue after the jaws were closed. When firing, the knife pushed the tissue out of the jaws. The situation was repeated with the next two reloads despite replacing the powered stapler with a manual stapler. Another different reload was used. There was no patient injury.